Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for suspected pneumonia. Upon chest x-ray, lead dislodgement was observed on the right ventricular (rv) lead. The lead was pulled back to the atrium. The lead was explanted and replaced. The patient was stable before, during and after the procedure.